Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal heparin via an implanted pump for cancer chemotherapy. It was reported the pump was being turned off due to a possible leakage seen on a cat scan and the pump off passcode was provided. It was further reported the pump was filled on (B)(6) 2022 and the patient had a CT scan on (B)(6) 2022 that showed the leakage. It was noted that after this cat scan, they went back to the patient records and saw from a cat scan that was done in february, that the catheter may have been leaking since then, and in there might be an increase int he leakage. It was reported there might be a bulge or an aneurism.

Manufacturer narrative:
Concomitant medical products: product ID 8578 , serial# (B)(4), implanted: (B)(6) 2020, product type :catheter , ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.